Manufacturer narrative:
Device evaluated by MFR.: promus element, mr,ous 3.00x28mm stent delivery system was returned for analysis. A visual examination of the stent found the first stent strut on proximal end to be lifted. The crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube shaft found no issues. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The target lesion was located in the tortuous and severely calcified left anterior descending artery. A 3.00x28mm promus element drug-eluting stent was advanced but failed to cross the lesion. When the device was removed, it was found that the stent struts were slightly lifted up. The procedure was completed with a different device. There were no patient complications nor injuries reported and the patient's status was stable.

Event description:
It was reported that stent damage occurred. The target lesion was located in the tortuous, and severely calcified left anterior descending artery. A 3.00x28mm promus element drug-eluting stent was advanced, but failed to cross the lesion. When the device was removed, it was found that the stent struts were slightly lifted up. The procedure was completed with a different device. There were no patient complications, nor injuries reported, and the patient's status was stable.